Event description:
It was reported the insulin pump alarmed motor error during bolus. Customer's mother stated she was able to rewind the device but it kept alarming. Customer's blood glucose level was over 400 mg/dl. Customer's mother wasn't sure if the device was ever dropped. The device was not exposed to MRI. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer was able to complete the rewind process. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.